Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
The complaint states that "skin reaction" was reported. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with inflammation, scar, and infection, underneath sensor pod area only. The patient was seen by a doctor and the skin reaction was treated with a prescription of an oral antibiotic, amoxicillin. No other details were documented no product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.